Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvh8) was returned for investigation. Visual evaluation of the as returned product identified a fractured collar and debris in the implant drive feature. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was low bone density ¿ type IV. The reported device had been placed on tooth # 13 for approximately 13 years. DHR review for the lot (60743701) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (60743701) for similar events and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is excessive loading on abutment/implant assembly.

Manufacturer narrative:
(B)(4). Patient weight: not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvh8) was removed due to implant fractured at tooth location 13. Site was grafted. Pain and inflammation were also reported.